Manufacturer narrative:
Correction to the initial MDR in fields should have been:(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 17512995 description: next generation anchor kit-sterile additional information was received that the patient underwent a non device related surgery and no longer needed the stimulator. No issues with charging or stimulation was noted. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing an increase pain at the ipg site and to lumbar surgical scar. An inflammation was noted to the right of the spine. The patient reported that she was unable to tolerate lying on her right side and for anything to touch the skin at the ipg site. The physician believed that the stimulator was causing the pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17512995, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing an increase pain at the ipg site and to lumbar surgical scar. An inflammation was noted to the right of the spine. The patient reported that she was unable to tolerate lying on her right side and for anything to touch the skin at the ipg site. The physician believed that the stimulator was causing the pain. The patient will undergo an explant procedure.